Event description:
It was reported that the insulin pump was not delivering all the insulin. It was stated that the customer has been using manual injections for a few weeks. The nurse requested a replacement insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.